Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0m4dk, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient stated her first implantable neurostimulator (ins) was replaced because 2 electrodes weren't working. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.